Event description:
Same case as: 2134265-2015-04896. It was reported that a burr became stuck on the rotawire. A 1.75mm rotalink¿ plus and a 330cm rotawire were selected and advanced to treat the severely calcified coronary artery. During withdrawal, the rotawire was stuck with the rotalink¿ plus. The device were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During visual inspection the device was returned loaded, stuck in the rotablator, the wire has kinks in the middle of the device and the distal tip bent. Dimensional inspection was performed and the device was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04896. It was reported that a burr became stuck on the rotawire. A 1.75mm rotalink plus and a 330cm rotawire were selected and advanced to treat the severely calcified coronary artery. During withdrawal, the rotawire was stuck with the rotalink plus. The device were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).